Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's legal guardian (lg) reported on behalf of the patient that their blood glucose (bg) level rose over 250 mg/dl, while wearing the pod between 24 and 36 hours. The lg reported they changed the patient's pod on 30 april 2025 and the patient's bg levels continued to increase. The lg administered multiple boluses without an effect on bg levels. They reported inspecting the pod's viewing window and stated that everything looked normal. However, the lg reported they were unsure the cannula was properly inserted in the infusion site. Treatment information was not provided.